Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
It was reported that the ever since the patient got a stimulator for never pain, but then it was noted that she had big knots and initially she knew it was from her implant surgery. The patient had big knots underneath implantable neurostimulator (ins) and it felt like they were getting worse. The knots underneath the ins where the stimulator hit. It was stated that they were like muscle knots, like big ones that were causing the patient a lot of pain. The patient thought they were knots, but they may have been spasms from where it was. When the patient initially laid down at night the patient felt like in the middle of back where the stimulator hit before the lead went up where the initially inserted it, the patient could feel it push up and it would start buzzing really hard. The patient could push it down using her body and could stop that buzzing really hard. It was felt like the body could reject the stimulation system. All of these issues had been since implant. Additional information was received on march 5th 2015 indicating that the patient did not have a 50% or greater symptom reduction. The lead was confirmed to be involved in the reported event. There were x-rays and reprogramming done to provide insight to the issue. There was a scheduled lead revision. If additional information is received, a follow-up report will be sent.